Event description:
Needle protruded through the side of a 5.4 qt sharp collector resulting in a needle stick injury.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however, puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.